Manufacturer narrative:
Correction: please retract this report 2017865-2025-18162, the same issue was previously reported as 2017865-2025-28363.

Event description:
It was reported that a patient presented with inadequate pacing output noted on the pacemaker during activity. No information regarding intervention or adverse patient consequences were reported.